Event description:
As reported, during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, as the valve exited the sheath the valve appeared to jump. The valve may have caught the edge of the sheath as it exited the sheath into the aorta due to the tortuosity in the aorta. When the sheath was removed a tear in the distal tip of the sheath was noted. No patient harm was associated with this event.

Manufacturer narrative:
The investigation is ongoing. The device has not been returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.3 device evaluated by manufacturer, h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings. The esheath plus was returned to edwards lifesciences for evaluation. The returned device was visually inspected, and the following was observed: returned device and associated devices all have slight curvature, sheath fully expanded as designed, distal tip torn radially with stretching throughout tip, the distal tip did not open along the axial score line, scratches seen on sheath shaft and all score lines present. Imagery was not provided for review. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath plus usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed through a evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''during the procedure of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, as the valve exited the sheath the valve appeared to jump. The valve may have caught the edge of the sheath as it exited the sheath into the aorta due to the tortuosity in the aorta. When the sheath was removed a small distal tear in the sheath was noted.'' The failure mode is characteristic of sheath tip tear events identified in pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, returned patient imagery showed a pre-existing graft and tortuosity in the patient's access vessel. Per the procedural training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. A pre-existing graft and tortuosity can lead to non-coaxial alignment between the valve and sheath, which may lead to increased resistance or an increased potential for the valve struts to catch onto the sheath distal tip during advancement. The pre-existing graft in the aortic bifurcation could create a constrained condition and inhibit its ability to stretch if needed. The failure mode is likely related to improper expansion of the sheath tip during thv advancement and/or patient factors (pre-existing graft, tortuosity). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU, labeling and training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to pursue potential process improvement activities regarding tip expansion. To address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions.